Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 12 (sep12) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician experienced resistance while attempting to insert the sep12 through the rotating hemostasis valve (rhv) of the cat12, and subsequently, the sep12 was unable to advance through. Therefore, the sep12 was removed. The procedure was completed using the same rhv and the same cat12 without a sep12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2020-01715.

Manufacturer narrative:
Results: the sep12 was undamaged. The bulb was measured and was within specification. The returned rhv was untightened, but the seal inside the rhv would not open completely. Conclusions: evaluation of the returned sep12 confirmed that the device was unable to be advanced through the returned rhv. Further evaluation revealed that the seal inside the rhv would not open completely when the proximal end was loosened. The root cause of this damage could not be determined; however, this damage likely contributed to the resistance experienced during the procedure and the functional test. The separator bulb was measured and was within specification. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.